Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; e1: initial reporter title; e1: initial reporter first name; e1: initial reporter last name; e1: initial reporter facility name; e1: initial reporter address 1; e1: initial reporter city; e1: initial reporter state; e1: initial reporter country; e1: initial reporter zip/post code; e1: initial reporter phone; e1: initial reporter fax; h6: patient codes; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information indicated that the patient with this crt-d had exhibited pocket erosion. No additional adverse patient effects were reported. This crt-d was explanted.